Manufacturer narrative:
Evaluation of the ipg found no issues. Evaluation of the lead confirmed an open impedance. It is unclear if the open impedance could have been caused by the fall, or ipg migration. There were no prior reports of an open impedance.

Event description:
The company was made aware on 11/23/2020 that a patient was unable to charge the neurostimulator (ipg) after falling into an electric fence.